Event description:
They were having problems with foaming in the venous drip chamber and pressure fluctuations causing blood to rise up the transducer line and wetting the transducer protector. One of the technicians reported he found blood in a few of their baxter machines.